Event description:
Approximately one year and three months post hvad implantation, it was reported that the patient experienced a critical battery alarm and a controller power up event. Controller and batteries were replaced. There was no reported patient injury as a result of this event. Preliminary review of log files through the reported event date indicates a loss of power on (B)(6) 2014.

Manufacturer narrative:
The controller and batteries were exchanged without incident and there was no reported patient injury. The controller and batteries were returned to heartware. Review of the controller log files did not confirm a critical battery alarm as described by the patient but there were potential switching events. Additionally, there was a vad stop confirmed via the log file on the same date as the reported event. The controller passed all visual and functional examination. This is one of two reports (3007042319-2014-00872 and -2014-01047) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.